Event description:
It was reported that while transporting bd microtainer® sst¿ tubes the tube leaked. This occurred one time the following information was provided by the initial reporter. On (B)(6) 2022, letsgetchecked (lgc) complaints team informed lgc quality team that a customer has reported on (B)(6) 2022 that the tube from their sample collection kit had a leakage during transport after blood collection. Lgc have logged this complaint as (B)(4). Quantity affected: 1.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 44 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while transporting bd microtainer® sst¿ tubes the tube leaked. This occurred one time the following information was provided by the initial reporter. On 03-aug-2022, letsgetchecked (lgc) complaints team informed lgc quality team that a customer has reported on 15-jul-2022 that the tube from their sample collection kit had a leakage during transport after blood collection. Lgc have logged this complaint as (B)(4). Quantity affected: 1.